Manufacturer narrative:
A ge representative evaluated the system and replaced the touchscreen, repaired the lemo connector, and tightened the wig wag brake. System operates as intended.

Event description:
Customer reported the system would not x-ray, touch screen failed, and wig wag brake is loose. No patient injury was reported.